Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was displaying an error 4 message during testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear at approximately 9:00 am on (B)(6) 2017. The exact date was not reported. The patient stated that he manages his diabetes with metformin medication. It was not reported if the patient made any changes to his usual diabetes management regimen when he was unable to test his blood glucose due to the reported issue. The patient reported that 30 minutes to 2 hours after the alleged error message appeared, he developed symptom of feeling ¿shaky.¿ the patient claimed he treated himself by drinking orange juice. No other device was used for testing. At the time of troubleshooting, the cca noted the correct testing process was being followed. The patient was unable/unwilling to confirmed if the test strips had been stored correctly or if they were within their expiry date. Additionally, he was unable unwilling to confirm what the sub code was or if the test strip completely drew in the blood sample. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.